Manufacturer narrative:
This event has been treated in leventon (B)(4) as an incidence ((B)(4)), by assessing the samples corresponding to the involved batch number. Apart from the batch number 120045l, malfunction of one unit of another batch number (111667l, corresponding also to a dosi-flow 30 victus brand) was also reported in the maude event report (B)(4). However, no event description was provided. Our incidence above mentioned covers the internal assessment for both batches.

Event description:
The pt was using an i.v. Flow regulator with 20 - drop/ml adult set (dosi-flow 30 distributed by (B)(4)) to infuse antibiotics in the home for treatment of urinary infection. The product was observed to be defective since the flow was too slow according to number set on dial and there were leaking, too. A new product (of a different brand) was sent out to the pt to replace the defective unit.